Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/09/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar was implanted in a patient. The device was successfully implanted at the base and midgland of the prostate, but an issue arose at the apex. Upon examination, it was found that some hydrogel from the device was located under the rectal wall.